Manufacturer narrative:
Product event summary: analysis not able to confirm the reported event; programmer powered up with no problem using the provided power cord cable. Analysis found the system fan is noisy.

Event description:
It was reported the programmer failed to power up even with a different power cord. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.